Manufacturer narrative:
(B)(4) date sent to the FDA: 11/03/2015 (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. On (B)(6) 2015, it was reported that the patient reacted badly. Additional information has been requested.